Event description:
A loss of therapeutic effect was reported. It was stated that a patient had had a return of symptoms and that she had started leaking. Patient's stimulation was on 1.3v. It was attempted to turn up the amplitude but "it hurt." It was stated, the patient hadn't seen her healthcare professional (hcp) in over 3 years. A little over two months later, it was reported that the cause of the event was that the patient had fallen. The implantable neurostimulator (ins) and the lead were replaced on (B)(6) 2012. It was also mentioned that patient's ins was reprogrammed on the same day. Patient outcome was reported as non-serious injury/illness. No hospitalization was required.

Manufacturer narrative:
Product I,d 3889-28 lot# v351369, implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).